Event description:
The doctor at (B)(6) swapped to our needles from bd in (B)(6) - same needle gauge and size. Since the swap, he has had two miscarriages - the patient details are as follows:((B)(6) 2010): average body weight. Nuchal scan reading 4.4 multiple. Came in (B)(6) with bleeding - later ruptured membrane and iud (B)(6). I have tried to get as much information as possible. The doctor is the lone practitioner doing amnios at (B)(6). He has changed nothing and had no previous cases of miscarriage in 2 years.

Manufacturer narrative:
The devices will not be returned due to them being discarded, a proper evaluation will not be performed. Additional information is being requested, upon receipt of the information it will be forwarded.

Manufacturer narrative:
The devices will not be returned due to them being discarded, a proper evaluation will not be performed. Additional information is being requested, upon receipt of the information it will be forwarded.

Event description:
The doctor at (B)(6) swapped to our needles from bd in (B)(6) - same needle gauge and size. Since the swap he has had two miscarriages - the patient details are as follows: patient 2 ((B)(6) 2010): average body weight, (B)(6). Nuchal scan reading normal. As older patient had downs risk of 1/38. Came in (B)(6) with miscarriage. I have tried to get as much information as possible. The doctor is the lone practitioner doing amnios at (B)(6). He has changed nothing and had no previous cases of miscarriage in 2 years."